Event description:
When the nurse attempted to pierce a vial with this syringe, the needle was bent at a right angle. As a result, the needle slid off the vial stopper top. The nurse was scratched by the needle requiring treatment.